Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported ruptured expander. Device status unknown.

Event description:
Healthcare professional reported left side ruptured expander. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on may 20, 2020 with lot number 3356955. Analysis of the returned device identified: opening on anterior and brown particles in the shell. Leak test and microscopic analysis was performed which identified: striated opening and puncture opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated and puncture opening assessed as a surgical damage consist in the use of some surgical tool.